Event description:
It was reported to arrow clinical support that iab was inserted in cath lab. Clinician stated that 6" extender was leaking blood. The catheter was exchanged. There were no reported pt complications.